Event description:
It was reported that the diapason implants were in patient from l4-s1. Patient went in for a revision surgery and the xia 3 poly screws were implanted at l3. They were connected to previous diapason construct via offset connectors between l3-4 and a w connector between l4-l5. The blockers on the offset connector between l3-4 were not final tightened. The blockers were completely off of the connectors and laying in the patient. The other blockers on the xia 3 screws were loose as well. Surgeon then completely removed offset connectors, w connectors, and laid a new rod to link xia to diapason. Surgeon made the decision to re-used diapason blockers/caps on the diapason screws and put in new xia 3 blockers at l3 on the xia 3 screws.

Manufacturer narrative:
Method: visual inspection. Results: because no device has been returned the cause of the event cannot be determined conclusively, but according to the testimony of the reporting surgeon, the most likely cause of the reported event is insufficient final tightening of the blockers during the initial surgery. Conclusion: the customer reported event of a xia 3 titanium blocker disengagement post-op was confirmed via the correspondence with the sales rep. The event resulted in a revision surgery, which is in line with the referenced risk documentation. No lot information was provided so a manufacturing history could not be reviewed. The blockers were reimplanted in the patient by the during the revision surgery. This surgeon reported that the previous surgeon who performed the initial surgery did not final tighten the blockers and found no issue with the hardware.

Event description:
It was reported that the diapason implants were in patient from l4-s1. Patient went in for a revision surgery and the xia 3 poly screws were implanted at l3. They were connected to previous diapason construct via offset connectors between l3-4 and a w connector between l4-l5. The blockers on the offset connector between l3-4 were not final tightened. The blockers were completely off of the connectors and laying in the patient. The other blockers on the xia 3 screws were loose as well. Surgeon then completely removed offset connectors, w connectors, and laid a new rod to link xia to diapason. Surgeon made the decision to re-used diapason blockers/caps on the diapason screws and put in new xia 3 blockers at l3 on the xia 3 screws.